Manufacturer narrative:
The hcp reported a broken sensor during the removal procedure. Event happened on (B)(6) 2025. According to the hcp, the sensor broke in two pieces. The sensor had been implanted in the left arm. Clamp from vygon kit was used for the sensor removal. The sensor pieces were retrieved successfully, but were discarded by hcp. No images were provided either. Thus, no confirmation or further investigation of the complaint was possible.the potential root cause for sensor fracture is usually excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the patient's tissue at insertion site may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage is a known and anticipated potential adverse effect which does not require additional investigation. B4.date of this report 11 feb 2026. G3.date received by the manufacturer? 11 feb 2026. H6. Health effect -impact code updated to 2199 h6. Investigation findings updated to 4248 h6. Investigation conclusions updated to 4311.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of incident where hcp reported a sensor breakage during the removal procedure on (B)(6) 2025. According to the hcp, the sensor fractured into two pieces. The sensor had been implanted in the user's left arm. A clamp from the vygon removal kit was used during the removal procedure.the user was contacted and reported feeling well, with no adverse symptoms.all sensor fragments were successfully removed; however, the components were disposed of and are not available for return. Therefore, no RMA will be issued.per dms records, the user is currently using the system with up-to-date information.